Event description:
This is a spontaneous case report received on 30-aug-2016 from a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted. Around (B)(6) 2011 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and consumer is suffering from injury. She holds bayer liable for the damage caused. Follow-up received on 22-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, is listed in the reference safety information for essure. In this particular case, it was not clear if essure was already removed or only planned and the exact reason for essure removal was not specified either. Considering the lack of details for a causality assessment, since essure removal was required, this event was assessed as related and regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is being sought.

Manufacturer narrative:
Follow-up received on 03-oct-2016: reporter did not respond to request for follow-up and consent. Regulatory authority number was received ((B)(4)). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 423 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, is listed in the reference safety information for essure. In this particular case, it was not clear if essure was already removed or only planned and the exact reason for essure removal was not specified either. Considering the lack of details for a causality assessment, since essure removal was required, this event was assessed as related and regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.